Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. No post-reset ram crc alarm and no the motor arm cannot communicate with the main arm alarm noted. Software error detected alarm found in the pump history due to software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump errors alarm. Customer was able to clear alarms and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.